Event description:
It was reported that the patient stated "my atrial lead is dislodged and my heart rhythm was going 160 beats per minute over the weekend." The patient also reported that the lead will have to be repositioned. The lead was later explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; full lead returned and analyzed.